Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the transmitter. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unknown issue with the transmitter. A root cause could not be determined via data. The reported issue of unknown issue with the transmitter is reportable based on the finding of connection loss.